Event description:
It was reported that a patient presented in the hospital due to infection. The entire system was explanted. The procedure was completed successfully without adverse consequence to the patient. A new system was implanted on (B)(6).